Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a 28-year-old female patient who had essure (batch no. A73747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included migraine and cesarean section on (B)(6) 2013. Concurrent conditions included hypothyroidism. Concomitant products included ethinylestradiol;norgestimate (trinessa) and levothyroxine. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), fatigue ("fatigue"), dizziness ("dizziness/light headed"), abdominal pain ("pain: abdominal pain") and mood swings ("mood swings"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, fatigue, dizziness and mood swings had resolved, the migraine, anxiety, female sexual dysfunction, dysmenorrhoea and abdominal pain outcome was unknown and the headache was resolving. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, headache, migraine, mood swings and pelvic pain to be related to essure. The reporter commented: current weight 168 lbs. She need for additional surgery. Surgical pathology report: final diagnosis: uterus with cervix and bilateral fallopian tubes, total laparoscopic hysterectomy with bilateral salpingectomy: ectocervix with no significant pathologic change. Endocervix with no significant pathologic change. Secretory endometrium with no significant pathologic change. Myometrium with no significant pathologic change. Serosa with adhesions. Bilateral fallopian tubes each with metallic coiled device and no significant pathologic change. Discrepancy noted in date of insertion- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Ultrasound scan vagina - on (B)(6) 2017: to assess for location of essure coils in fallopian tubes-no diagnostics matches this. Encounter for routine checking of intrauterine contraceptive device. Pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a 28-year-old female patient who had essure (batch no. A73747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included migraine and cesarean section on (B)(6)2013. Concurrent conditions included hypothyroidism. Concomitant products included ethinylestradiol;norgestimate (trinessa) and levothyroxine. On (B)(6)2013, the patient had essure inserted. In 2014, the patient experienced migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), fatigue ("fatigue"), dizziness ("dizziness/light headed"), abdominal pain ("pain: abdominal pain") and mood swings ("mood swings"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy to remove the essure). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, depression, fatigue, dizziness and mood swings had resolved, the migraine, anxiety, female sexual dysfunction, dysmenorrhoea and abdominal pain outcome was unknown and the headache was resolving. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, headache, migraine, mood swings and pelvic pain to be related to essure. The reporter commented: current weight 168 lbs. She need for additional surgery. Surgical pathology report: final diagnosis: uterus with cervix and bilateral fallopian tubes, total laparoscopic hysterectomy with bilateral salpingectomy: ectocervix with no significant pathologic change. Endocervix with no significant pathologic change. Secretory endometrium with no significant pathologic change. Myometrium with no significant pathologic change. Serosa with adhesions. Bilateral fallopian tubes each with metallic coiled device and no significant pathologic change. Discrepancy noted in date of insertion- (B)(6)2013, (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Ultrasound scan vagina - on (B)(6)2017: to assess for location of essure coils in fallopian tubes-no diagnostics matches this. Encounter for routine checking of intrauterine contraceptive device. Pelvic pain, most recent follow-up information incorporated above includes: on 23-apr-2019: pfs received- lot number were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included migraine and cesarean section on (B)(6) 2013. Concurrent conditions included hypothyroidism. Concomitant products included ethinylestradiol;norgestimate (trinessa) and levothyroxine. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), fatigue ("fatigue"), dizziness ("dizziness/light headed"), abdominal pain ("pain: abdominal pain") and mood swings ("mood swings"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, fatigue, dizziness and mood swings had resolved, the migraine, anxiety, female sexual dysfunction, dysmenorrhoea and abdominal pain outcome was unknown and the headache was resolving. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, headache, migraine, mood swings and pelvic pain to be related to essure. The reporter commented: current weight 168 lbs. She need for additional surgery. Surgical pathology report: final diagnosis: uterus with cervix and bilateral fallopian tubes, total laparoscopic hysterectomy with bilateral salpingectomy: ectocervix with no significant pathologic change. Endocervix with no significant pathologic change. Secretory endometrium with no significant pathologic change. Myometrium with no significant pathologic change. Serosa with adhesions. Bilateral fallopian tubes each with metallic coiled device and no significant pathologic change. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Ultrasound scan vagina - on (B)(6) 2017: to assess for location of essure coils in fallopian tubes-no diagnostics matches this. Encounter for routine checking of intrauterine contraceptive device. Pelvic pain. Most recent follow-up information incorporated above includes: on 24-jan-2019: reporter information was added. This case concerns 28 years old patient. Her demographic was updated. Her historical condition was added. Her lab data was added. Essure insertion date was updated. Her concomitant medications were added. Per plaintiff fact sheet following events: apareunia (inability to have sexual intercourse); headache, dysmenorrhea (cramping), fatigue, dizziness/light headed, pain: abdominal pain, mood swings and plaintiff did not undergo essure confirmation test were added. She had recovered from following events: pain: pelvic/abdominal, fatigue, depression, mood swings, dizziness/light headed. She was recovering from event: headache. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, anxiety and depression outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, migraine and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.